Manufacturer narrative:
The reason for this revision surgery was due to pain. The length of in vivo service was 1.8 months. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was reported to have been kept by the pathology department and was not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been 26 prior complaints reported against this part. Summary of investigations: 1 functional, 2 revision, 15 dislocation, 1 pain, 2 infection, 3 trauma, 2 stability. This is the first complaint against this lot number. This root cause of this event and revision surgery is the result of the patient slipping. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - patient slipped twice in two months and visited the surgeon due to pain. During the surgery, the surgeon found the stem to be loose and it was repositioned.